Event description:
The customer reported an unexpected high ECG value on a patient connected to a philips mp5 device.

Manufacturer narrative:
(B)(4): the customer reported an unexpected high ECG value on a patient connected to a philips mp5 device. There has been no indication that there was either lack of clinician awareness of the patient condition and no indication of any delay in treatment. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.